Event description:
It was reported that the patient felt a shocking sensation from their implantable neurostimulator (ins). Specifically, they claimed to have shocking around the ins battery (device pocket) while on program d. When the usage reports of the device were checked for program d it showed that was used 0% of the total device usage of 45%. Reported diagnostic testing/troubleshooting that was performed included impedance testing (results not provided by reporter). The cause of the product issue was unknown. The issue was discussed with the patient¿s doctor were it was noted that the manufacturer¿s representative was to follow up with the patient in 7-10 days. It was noted that the patient left the appointment with better coverage in their legs and was reported as ¿happy.¿ the patient status at the time of report was noted as ¿alive ¿ no injury.¿ additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were not any changes made to the program d as the data showed the patient had not used that program. It was noted that no further action were needed or scheduled. It was further noted the patient stated they were receiving good coverage.